Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to confusion, and a headache. Customer's blood glucose (bg) level was 145ml/dl. It was unknown if the event was related to bg level, diabetes, or the pump as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.